Manufacturer narrative:
H3:product analysis: evaluation of the device determined tool broken. The fracture was likely caused by an unintentional movement to the side while drilling a pilot hole. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no conclusion can be drawn as the device was not yet returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a craniotomy tumorectomy procedure, the drill bit experienced breakage. While drilling a pilot hole for plate fixation in the patient¿s skull and withdrawing the drill from the first hole, the tip of the drill broke off and dropped. The bone and drill were used perpendicularly without excessive load, suggesting a potential product-related issue rather than a technical error. The defective drill was removed immediately, and no broken fragment remained in the patient¿s body. The procedure was successfully completed using a spare product. There was no extension of the procedure, no special treatment required, and no harm to the patient. Additional information received stating that there was no patient or staff impact due to the event.